Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: photo was received displaying the safety feature did not work properly. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6106744. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety cap of 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter did not activate properly, leaving the needle exposed. No injury or medical intervention.